Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. The issue was unable to be reproduced. The customer's concerns were immediately addressed by re-registering the transducer. The device was returned to service with no further similar issues reported.

Event description:
The customer reported their lumify ultrasound system displayed an error during an unspecified emergency procedure. The system displayed license expired and was not able to be used. Another ultrasound system was used for the procedure. There was no user or patient harm as a result of the issue. The service engineer confirmed the reported problem and resolved the issue by re-registering the probe in a stable network. Philips has started an investigation, and upon completion, a follow up report will be submitted.